Manufacturer narrative:
The device was returned to zoll medical corporation and the customer's report was not replicated or confirmed. The device was put through extensive testing including full functionality and stress testing without duplicating the report. The device was recertified and returned to the customer. Review of the device activity logs did show a fair amount of artifact and ECG lead faults. However the electrode pads were not connected until later in the case. There was a period of time that the device could not detect a valid impedance. However, there are a number of factors that exist outside of a device malfunction that can cause no ECG signal to be viewed through the pads. This includes a poor connection or an issue with the multi-function cable, adaptor or pads themselves. The device was able to show an ECG signal without issue during our testing. No trend is associated with reports of this type.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device was unable to obtain ECG signal via electrode pads. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.